Manufacturer narrative:
The technician found the bed scale had been zeroed with a patient in the bed, user error. The technician zeroed the bed to resolve the issue. Based on this information, no further action is required.

Event description:
The technician found the bed with a note that stated the bed exit did not function. The bed was located in the hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).